Event description:
It was reported that during a dialysis catheter placement procedure, though the catheter cuff was deeper, a half a centimeter incision was made at the cuff site and with blunt dissection the cuff of the catheter was freed. It was further reported that when the catheter was clamped, it allegedly became severed at the cuff. Reportedly, the proximal segment was clamped, and wire was introduced, and the catheter was removed over the guidewire. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: (expiration date: 12/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.